Event description:
Rptr had breast augmentation on 3/15/89. She had a cyst removed at this time that was benign. On 9/8/89, she had 2 small right breast cysts aspirated of clear fluid. On 11/13/90, a small lump was deteced in the left breast. On 1/25/91, exam revealed a fine fibronodularity throughout. Rptr has developed seborrheic keratoses fibrocystic disease, fatigue, pms symptoms, intermittent swelling of right ring finger, groin pain/chronic pelvic discomfort, back pain, achiness below shooulder blades, knee pain with crepitus of left knee, high ana titer, weakness, chills, coldness of feet, headache, depression, anorexia, nausea, anxiety, fibromyalgia, diffuse myalgias and possible collagen vascular disease. (*)